Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The procedure treated the target lesion located in the superficial femoral artery. Just following an atherectomy technique, a 4.0x150mm coyote balloon was used for post dilation. The first inflation was to 10 atms, and when inflated to 10 atms on the second inflation the balloon ruptured. The balloon was removed in tact. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).